Event description:
The pt was reportedly implanted with a stratasis tf urethral sling on (B)(6) 2004, a (B)(6) regional medical center in (B)(6) by dr. (B)(6) to treat her stress urinary incontinence. The pt and her attorney have alleged that after the (B)(6) 2004 surgery and as a result of this product being implanted in the pt, the pt experienced pain and injury (which includes bleeding dyspareunia, infections, nerve damage, and recurrence of her stress urinary incontinence). In addition, reportedly due to swelling, tenderness and low grade fever, the pt underwent a procedure on (B)(6) 2004, to open her right suprapubic incision in order to treat an inflammatory response by dr. (B)(6) at (B)(6). The pt was reportedly hospitalized on (B)(6) 2004 due to infection. The pt and her attorney again allege that after the (B)(6) 2004 surgery, the pt continued to experience the above noted pain and injury leading the pt to seek treatment for an infection in her suprapubic region and the wound was re-opened several times to treat her infection. Reportedly on or about (B)(6) 2007, the pt underwent laser vaginal rejuvenation surgery to address her recurring stress urinary incontinence and damage from her original procedure. This repair and revision surgery was performed by dr. (B)(6) at (B)(6) surgery center in (B)(6). The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury has undergone additional medical treatment. The following information was not provided by the complainant: specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the device history records which indicated the product was manufactured to specifications, a review of the stratasis tf-tension free urethral sling IFU, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratatis tension free urethral sling's performance and the alleged injury remain unk. Cook biotech inc has a validated sterilization cycle with a sterility assurance level of (sal) 10^-6. The stratasis tf-tension free urethral sling IFU notes potential complications of "infection, acute or chronic inflammation note: initial application of surgical graft materials may be associated with transient, mild, localized inflammation," and "allergic reaction" as complications" possible with the use of surgical graft materials." A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.